Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal portion at the curve of a 5f 100 cm tempo coronary guiding catheter was observed to have a crack upon opening the package and subsequently broke when examined. The device was not used, and another tempo product was selected. There was no reported patient injury. The nurse and physician noted that the catheter felt very dry, and similar findings were observed with three catheters from two different batches, while a catheter from another batch was found to be intact. The products were properly stored and opened in sterile field. No device damage was observed prior to opening the package, and no difficulty was encountered in removing the device from its sterile packaging. The device was prepped according to the instructions for use (IFU), and no issues were experienced during preparation. Two images were provided showing a crack at the distal portion of the catheter. The devices were returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal portion at the curve of a 5f 100 cm tempo coronary guiding catheter was observed to have a crack upon opening the package and subsequently broke when examined. The device was not used, and another tempo product was selected. There was no reported patient injury. The nurse and physician noted that the catheter felt very dry, and similar findings were observed with three catheters from two different batches, while a catheter from another batch was found to be intact. The products were properly stored and opened in sterile field. No device damage was observed prior to opening the package, and no difficulty was encountered in removing the device from its sterile packaging. The device was prepped according to the instructions for use (IFU), and no issues were experienced during preparation. Two images were provided showing a crack at the distal portion of the catheter. The devices will be returned for evaluation.